Event description:
According to the distributor's report, the device was used to close a laceration on the patient's left cheek. During the application, adhesive contacted the eyelids and glued the left eye shut. The patient returned to the hosp the next day, the eye was slightly red and swollen with mild drainage. On 04/19/1999, the patient was seen for another exam and was diagnosed with conjunctivitis and treated with antibiotics. No further information is reported.